Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump has a blank display and displayed button error. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was 220 at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.